Manufacturer narrative:
The exact date of the event is unknown. The valve was not returned to edwards lifesciences for evaluation as it remains implanted in the patient. Valve in valve is performed as an intervention for severe or clinically significant pvl, central leak, or valves deployed too aortic/too ventricular. This intervention is performed to treat serious injury and/or prevent permanent impairment. In this case, due to the limited information the cause for the valve in valve was unknown. No additional patient or procedural factors were provided that could determine a root cause. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Bibliography: yu, cheol woong., ¿tavr experience with edwards sapien 3 in korea¿ tct 2018, soul, south korea.

Event description:
As reported by the edwards affiliate in (B)(4), during a tctap conference presentation titled, "tavr experience with edwards sapien 3 in korea" it was reported that one patient required the implantation of two sapien 3 valves. No additional case information was provided.

Manufacturer narrative:
Reference CAPA-20-00141.